Manufacturer narrative:
Based on the photos provided by the customer, it is preliminarily judged that the product is authentic message from doctor: "covid positive, sending over medication now. The user did not reply whether pcr was performed. The manufacturer retested the lot 231co20904 samplesat (B)(6) 2024 and no false negative were detected.

Event description:
Event details: customer called ihealth's support number at 1-855-816-7705. Customer tested positive for covid at hospital then went home and tested negative for covid using an ihealth test.